Event description:
It was reported that a high drain 101 alarm occurred on a homechoice (hc) machine. This occurred during use, with the home patient (hp) not connected. This alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode. The caregiver (cg) had run a short trial therapy on the hc with the home patient (hp). The cg wanted to review the programming to be sure they had changed the programming back. The technical service representative (tsr) had the cg press go when the hc displayed end of therapy and the high drain alarm occurred. The hp did not feel too full that night. The tsr arranged to swap the hc. No adverse event was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4).the reported problem was confirmed in the event log review. The cause was determined to be a false empty detect at the initial drain and the initial drain alarm volume was met. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned and evaluated. The initial evaluation confirmed the reported alarm in the event history log. However, the device was found to pass the functional and electrical tests. Should the device be received or additional relevant information become available, a supplemental report will be submitted.